Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inguinal hernia repair, while fixating mesh on fascia and closing the peritoneum, the lever was blocked and the surgeon changed the staple reload but nothing happened and the lever is still blocked. Surgeon used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. No single use loading unit (sulu) was received. A test sulu was loaded onto the returned instrument for functional testing. The handle was actuated and the tack deployed improperly and did not seat properly due to the disengaged e-piece. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.